Manufacturer narrative:
The pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. The pump also had minor scratches on the display window, a cracked case at the display window corner, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump could not be rewound and that it had alarmed for a motor error. The blood glucose reading was 221 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.